Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was replaced with a wolverine cutting balloon and the procedure was continued. No patient complications were reported.